Event description:
It was reported that the reservoir leaked insulin. The customer's mother noticed there was insulin in the reservoir compartment when she changed the infusion set. The insulin pump passed the fixed prime and high pressure test. No other info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.